Event description:
It was reported through a scientific abstract that a vns patient showed transient vocal cord paralysis. At the moment, the relationship of the reported event to vns therapy is unknown. Good faith attempts to obtain further information have been unsuccessful to date.